Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to correct the common device name in section d.2 from ¿embotrap ii¿ to ¿catheter, thrombus retriever.¿ corrected section: d.2 updated section: g.4, g.7, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier and date of birth were not provided. Initial reporter phone: (B)(6). [Conclusion]: the healthcare professional reported that during the mechanical thrombectomy procedure to treat an acute stroke event located on the m2 segment of the middle cerebral artery (mca) on the (B)(6) female patient with no prior medical history, the 5x33 embotrap ii revascularization device (et007533 / 18l210av) was introduced through the headway® 21 microcatheter (microvention), but the device could not be advanced inside the microcatheter. Another embotrap device was used and it worked without any issue. It was reported that there were no kinks nor bends on the embotrap device prior to use nor noted on removal due to the resistance/friction event reported. There was no kink nor bend on the microcatheter; adequate and continuous flush was maintained through the microcatheter. It was reported that the same microcatheter was used to complete the procedure. Prior to the reported issue with the embotrap, a 4 x 30mm trevo® stent retriever (stryker) was advanced through the headway microcatheter. It was confirmed that the introducer was fully seated and secured in the hub. After the replacement of the embotrap, the procedure was completed. There was a report of a 20-minute procedural delay due to the reported event; the delay was considered significant due to the acute stroke. The patient condition was not worsened due to the delay. The embotrap device was returned for evaluation. The investigational finding is documented below. Investigation summary: the initial examination of the return embotrap device identified deformation of the proximal struts (outer cage and inner channel) . No further damage was noted at any other locations on the device. The visual inspection also indicates that the return embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The damage noted during the visual inspection under magnification i.e. Kinked proximal struts of both outer cage and inner channel is consistent with attempted delivery into a microcatheter against significant resistance. The most probable causes of the failure to advance through the microcatheter are either: ¿ a failure to seat the insertion tool fully into the microcatheter hub prior to advancing the device (or a failure to maintain the insertion tool in a fully seated position whilst advancing the device). ¿ a constriction in the microcatheter hub/lumen, likely to be located at the interface of the microcatheter hub and shaft. The return embotrap device was successfully passed through a 0.0195¿ tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. Device insertion and delivery assessments were performed using the return embotrap device and a headway 21 microcatheter. The return embotrap device was advanced from the insertion tool into the lumen of the headway 21 microcatheter with some noted resistance and could not be fully advanced into the lumen of the microcatheter (due to local buckling of the proximal struts of the device). This was confirmed with the insertion tool fully seated in the microcatheter hub. Additional device insertion and delivery assessments were performed using a previously unused embotrap device and the same headway 21 microcatheter as used in the initial assessment above. The embotrap device was successfully inserted and delivered when fully seated (2mm gap) as well as with gaps of 5mm and 11mm. When the distance was increased to 13mm the insertion of the previously unused embotrap device was unsuccessful; resulting in the proximal section of the device kinking during insertion just distal of the proximal collar of the outer cage. Note that the kink location is consistent with the damage noted during the visual inspection of the return embotrap device under magnification. The complaint indicated that a new embotrap device was successfully passed through the same microcatheter by the physician after the initial failure to deliver the return embotrap device indicating that the physician is (a) aware of correctly seating the insertion tool in the microcatheter hub prior to device delivery and (b) it is unlikely that a permanent construction or occlusion existed in the microcatheter hub. The most probable root cause(s) would be that either a localized, temporary constriction in the proximal end of the microcatheter existed that prevented delivery of the return embotrap device (i.e. Such as a kink or constriction in the lumen potentially due to excessive angulation of the proximal end of the microcatheter) or the rhv seal was not fully tightened thereby allowing some slippage of the insertion tool in the rhv during device delivery. A review of the device history records (DHR) confirms that there were no issues during the manufacturing or inspection processes with the assembly of the lot (sub and top assembly) related to the reported complaint. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the mechanical thrombectomy procedure to treat an acute stroke event located on the m2 segment of the middle cerebral artery (mca) on the (B)(6) female patient with no prior medical history, the 5x33 embotrap ii revascularization device (et007533 / 18l210av) was introduced through the headway® 21 microcatheter (microvention), but the device could not be advanced inside the microcatheter. Another embotrap device was used and it worked without any issue. It was reported that there were no kinks nor bends on the embotrap device prior to use nor noted on removal due to the resistance/friction event reported. There was no kink nor bend on the microcatheter; adequate and continuous flush was maintained through the microcatheter. It was reported that the same microcatheter was used to complete the procedure. Prior to the reported issue with the embotrap, a 4 x 30mm trevo® stent retriever (stryker) was advanced through the headway microcatheter. It was confirmed that the introducer was fully seated and secured in the hub. After the replacement of the embotrap, the procedure was completed. There was a report of a 20-minute procedural delay due to the reported event; the delay was considered significant due to the acute stroke. The patient condition was not worsened due to the delay. The embotrap device was returned for evaluation which revealed kinks on the proximal struts of both the outer cage and inner channels of the embotrap device. Based on the product analysis completed on 4/29/2019, this event has been deemed MDR reportable as a ¿malfunction.¿